Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a video was provided for evaluation. Visual inspection of the returned video found that the electrode tip was inside of the arthroscopic space, the active tip could be observed with a spark coming out from the bottom of the manifold, the manifold appeared to be charred. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair procedure, the vapr s90 4.0mm w/integr hdp -ea device generated sparks. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was in a used condition. The active tip had signs of activation, and the manifold was charred. The tip and suction tube had foreign matter, presumably biological matter. The shaft, handle, cable and plug did not show any signs of damage. The device was sent to the manufacturer for further review. An evaluation was performed with the following results: device was not received in its original packaging, only in a shelf-carton box. The tip was significantly used, with tissue debris inside the active tip. Additionally, the manifold was burnt. The handle, cable & plug were used with procedural residue visible in suction tube. The visual inspection found that the manifold was melted at the distal tip which was likely damaged by misuse or a 'shorting' event. The specific root cause cannot be determined. During testing, we were able to confirm a fault with the device. The complaint device failed electrical checks, footswitch activation, and flow rate test before and after activation. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The flow rate test was repeated and still fails to reach the minimum specification. Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The overall complaint was confirmed as the observed condition of vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained issue. Based on the investigation findings, a potential cause is traced to design. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.